Event description:
It was reported that there was an air leak from the upper part of the cuff. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the complaint of leakage can be confirmed. The probable cause is due to a welding error during manufacturing. It was observed that the cuff inflated however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. Upon further inspection a channel was observed between the base of the cuff and the main tube. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.